Manufacturer narrative:
Analysis results- the root cause of the customer's complaint could not be determined.

Manufacturer narrative:
The reported injury was damaged enamel. The complaint came from a consumer in (B)(6). The device has been requested for return to the manufacturer to perform analysis.

Event description:
The consumer reported that after the first usage of their healthywhite power toothbrush, the enamel on their front teeth was damaged.